Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose (bg) ranged from 200 to over 400 mg/dl; however, customer could not confirm if bg was over 500 mg/dl. Supply changes were performed resolving the alarms. Additionally, the customer experienced a low bg below 70 mg/dl; cause not known. No additional information was provided regarding this event.